Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a drawer had a piece of plastic broken. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had a broken piece of plastic and needed to be replaced. The field service engineer found that the front panel was broken on drawer matrix 3 and needed to be replaced to resolve the issue. The field service engineer then replaced the drawer front panel. The system functioned as intended after the field service engineer repaired the device.